Manufacturer narrative:
Date sent to the FDA: 08/17/2021.

Manufacturer narrative:
Date sent to the FDA: 02/02/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Clinical codes: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2017 during which the surgeon noted he excised the previous scar, lysed adhesions for two hours to free layers of mesh densely adherent to the underlying small intestine and dissected loops of small bowel from its adhesions to multiple pockets of the abdominal wall defect. He resected about 90 cm of significantly obstructed and diseased bowel with frank necrosis that was incarcerated in the and adhered to the old mesh. It was reported that the patient experienced severe pain and inflammation. Other procedure is captured under separate file. No additional information was provided.